Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint alleging that the device could not be recognized by the generator could not be confirmed, however defects were found that affect the main functionality of the device. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The device was forwarded to the manufacturer for further investigation into the observed failures. The investigation conducted by the manufacturer revealed a continuity break in the active circuit. The manufacturer indicated that from past instances whereby no activation is evident is usually as a result of; a) a direct break in continuity or; b) a lack of insulation between the active and return circuits (usually at the distal tip), causing an electrical short. The evidence observed is consistent with previous devices that have been investigated under CAPA which has identified the components used in the process are not compatible for this method of joining. The root cause for the activation issues was determined to be due to design faults which led to a breakdown in the continuity of the active circuit. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 90 suction electrode was not recognized by the generator. The case was completed with another like-device with no patient harm, but a five minute delay to open the new device. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation.